Event description:
Pt called to report that trial lenses were provided by an eye care professional and the pt sustained an injury. The pt reportedly woke up in pain and sought treatment in an emergency dept. The pt reportedly has since been followed up with "specialists" and has been out of work for a month. The pt does not know the diagnosis. The eye care professional has been contacted but will not provide info due to hipaa concerns. Filed as serious injury due to alleged continuing treatment and alleged injury related time lost from work.

Event description:
Spoke with the spouse of the patient. Information read from document from eye care professional (ecp) includes "corneal abrasion, intersitial keratitis, superficial puntcake keratitis and conjuctivitis." Patient reported "problems with sunlight for 4 months." On november 9, 2005, the ecp office reported diagnosis of "keratitis sicca" and treatment with restasis and fml. The office reported her condition was not caused by contact lens wear.